Event description:
Customer stated the cord is sparking right from the switch. Cord has wire showing. Was using in bed. Has laid on the pad. Using on hip and back. Once she saw sparks, she turned it right off. Product was returned for investigation. Upon further investigation into the customers complaint, the inspector found that the cord had a small burn mark, right by the strain relief. This is likely due to excessive bending of the cord over an extended period to time. Customer was also misusing the pad by laying on it. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds" based on the bce review of feedbacks, bce did not observe a similar issue within the lot.